Event description:
It was reported that prior to a routine battery change procedure the device was interrogated and showed all normal right ventricular (rv) lead parameters. It was further reported that during the procedure when the lead was connected to the new device, the rv and svc coil impedances were both out of range. The svc and rv coil were connected to the analyzer and the svc showed a "clean signal", however, the rv coil showed excess noise on the electrogram (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2005.